Manufacturer narrative:
Concomitant medical products - model: 4470, competitor lead; implanted: (B)(6)2008; model: 1056t, competitor lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing and loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.